Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 7.00mmx 15mm x 150cm express vascular stent delivery system had difficulty advancing through an unspecified 6f guide catheter. The express system was removed and it was noted that the proximal stent struts were damaged. The procedure was completed with a 7.00mmx 15mm x 150cm non-bsc device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 7.00mmx 15mm x 150cm express vascular stent delivery system had difficulty advancing through an unspecified 6f guide catheter. The express system was removed and it was noted that the proximal stent struts were damaged. The procedure was completed with a 7.00mmx 15mm x 150cm non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were shaft kinks at 27.5cm and 28.5cm from the distal tip. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage and advancing difficulty or the confirmed shaft and tip damage. A thorough analysis of the returned device could not confirm the reported stent damage and advancing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use and the product labeling pouch both indicate: the minimum guide catheter size for this device is a 7f guide catheter. The most probable root cause is considered user related. (B)(4).